Manufacturer narrative:
Additional information was received that the patient had swelling and redness at the pocket site. Per physician, the infection was confirmed and caused were unknown. The patient was prescribed antibiotics.

Event description:
A report was received that the patient had a suspected infection at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 , serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.